Event description:
According to the reporter, during the laparoscopic distal splenopancreasectomy, when on pancreas resection, the stapler unexpectedly stopped firing and did not work anymore. It was also mentioned that the jaws of the device locked on tissue. The surgeon had to reset the powered stapler by pressing and holding the two small green button for some seconds since the device was completely blocked. When the powered stapler started to work again, the surgeon immediately changed the reload to fix the staple line and completed the resection of the pancreas. There was no patient injury.

Manufacturer narrative:
D10 concomitant products: sigphandle, sig power sigphandle handle, (sn #: (B)(6)) sigadaptstnd, sig power sigadaptstnd linear adapter, (sn #: (B)(6)) sigpshell, sig power sigpshell control shell, (lot #n3j1787y). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted the reload was received with unclamped jaws. The reload was partially fired just beyond the 1cm cut mark. Distal sutures were not released. A small section of reinforcement material was found to be present on the distal end of the cartridge. Functionally, the reload was attached to a signia handle, clamshell, and adapter. The reload was recognized as new. The reload was noted to be engaged in interlock. The reload was loaded into a representative instrument. The interlock was overridden. The reload was cycled without hesitation or binding and was applied to test media. The reload interlock was tested and found to function properly. It was reported that the stapler unexpectedly stopped firing and did not work anymore. The reported issue was confirmed. The most likely cause was traced to another device. It was also reported that the jaws of the device locked on tissue. The reported issue could not be confirmed. The most likely cause could not be established from the information available. The evaluation detected an unreported condit ion: thick tissue. Visual inspection noted that the clamping mechanism was deformed and staple pushers were partially flush with the cartridge. The product analysis noted evidence that the device was not used as intended. This issue may occur under the following c onditions: application over tissue that is beyond the recommended thickness range; application with an obstacle incorporated in the jaws. In any of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. The instructions included with this device provide the following guidance: failure to completely fire the reload will result in an incomplete cut and/or incomplete staple formation, which may result in poor hemostasis and/or leakage. Always inspect the tissue thickness and select an appropriate staple size prior to application of the stapler. Overly thick or thin tissue may result in unacceptable staple formation. When positioning the stapler on the application site, ensure that no obstructions, such as clips, are incorporated into the instrument jaws. Firing over an obstruction may result in incomplete cutting action and/or improperly formed staples. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.